Event description:
It was reported that the patient once got a funny message. It had been two years since they had seen a physician about their stimulator and therapy. The patient could not say what that message was because it was in the middle of the night and occurred about a month ago, basically the stimulation turned all the way. It was a sudden jolt and the patient turned stimulation back down. They had never had it do anything like that, but the one time. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3998, lot# v011091, implanted: (B)(6) 2006, product type: lead. (B)(4).